Event description:
It has been reported to philips that the allura xper fd10 system does not finish turning on and that it has to be restarted several times to turn it on completely. The system was not in clinical use and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment did not finish turning on, it had to be restarted several times so that it turned on completely. Review of the system log file showed that a frame grabber card initialization error, this was solved and documented in previous work. As a part of troubleshooting actions, fse checked the cpu flex vision and functional tests were performed. Fse found that the equipment was operating with restrictions due to problems in the tube grid. After operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid and evaluation method code grid were corrected.